Event description:
During the investigation, it was determined this event was inadvertently reported, as it does not meet reporting criteria.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that resistance was felt as the physician advanced the wire guide of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter. The device was being inserted into the patient's right neck. As the physician was withdrawing the wire, he found it to be "deformed". A replacement device was used to complete the procedure. Additional information regarding the patient and event has been requested but is currently unavailable.